Event description:
The report from the affiliate indicated that the pt was enrolled in a clinical study. At the eight (8) month follow-up period, the pt showed signs of angina pectoris that has occured for approx one (1) month. Coronary angiography showed a focal restenosis in the mid portion of the distally implanted cypher stent, which was one of two cypher stents implanted during the index procedure. The restenosis was treated with ptca using a 2.5/20 mm balloon at 12 atm for 120 sec. The stenosis was reduced from 94% to 18%. Three (30 months after this event (11 months after thge index procedure) the pt had a positive stress test. Coronary angiography demonstrated restenosis in the same stent in the mid to distal portion. Ptca was done with a 2.5/18 mm stent (stent #3) was implanted in the stent from the mid to distal portion. This stent was not post-dilated. The stenosis was reduced from 82% to 5%.